Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged, high thresholds occurred and patient experienced phrenic nerve stimulation. During the lv lead revision procedure when the lead was detached, the setscrew of the implantable cardioverter defibrillator (ICD) came out. The lv lead was re-positioned, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.